Event description:
It was reported that during a lap gastric band procedure, the device staple was malformed. There was no info regarding the shape of the staples. The surgeon oversewed the area with suture to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.